Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection, deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that patient was injected with 2 syringes of juvéderm® voluma¿ with lidocaine in cheeks (ck1,2,3,4) and chin. Approximately three months later, patient developed swelling after an upper respiratory tract infection (urti) with mild cough, sore throat, and mild fever. Urti deemed not device related. Patient was treated with oral cetirizine. Approximately 3-5 days later, the symptoms subsided.

Event description:
Healthcare professional reported that patient was injected with 2 syringes of juvéderm® voluma¿ with lidocaine in cheeks (ck1,2,3,4) and chin. Approximately three months later, patient developed swelling after an upper respiratory tract infection (urti) with mild cough, sore throat, and mild fever. Urti deemed not device related. Patient was treated with oral cetirizine. Approximately 3-5 days later, the symptoms subsided.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.